Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
A physio-control field service representative informed the customer that their device is not field-serviceable and could not be repaired. The customer's device was no longer under warranty and the customer subsequently discarded of their device. Therefore, further root cause analysis was not possible. The cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported issue.